Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-14435. Related manufacturer reference number: 2017865-2019-14440. It was reported that the patient presented in the emergency room with diaphragmatic stimulation after experiencing a fall. On (B)(6) 2019 an x-ray was performed and lead dislodgement was observed on the patient's right ventricular lead, right atrial lead, and left ventricular lead. All three leads were explanted and replaced on (B)(6) 2019. The patient's condition was stable throughout the procedure.